Event description:
Event; allergic reaction. In 2008 - the pt received her 1st dose of supartz injections to her knees (bilaterally). After a few hrs, she returned to work and started feeling nauseated and dizzy. After four hrs, her tongue began to swell and she had difficulty breathing. She is a clerk at the local emergency hosp, so she received medical attention from a resident medical physician. Her tests reflected that she had edema around her heart as well. The resident physician treated her for allergic reactions and gave her benadryl and steroids. After the treatment, she was doing well. She thinks because she has thyroid myalgia, her body reacted differently to the supartz therapy. According to the injecting physician, she had multiple variables during the time of the reaction, and it is indeterminate if the supartz was actually responsible. Thyroid myalgia - symptoms are the same as those of other conditions, such as chronic fatigue syndrome, under-active thyroid, lyme disease, lupus, and multiple chemical sensitivity. It is diagnosed when the others cannot. The pt had a suspicion that her reaction was related to the disease; however, the physician does not share her opinion. He suspects the infection was obtained through the injection site. The pt had bilateral injections but only was affected in one of her knees. If the pt's disease was a factor, it would have affected both knees. He stated variables such as the swelling was isolated to one knee and not both, she had cortisone shots the days before to both of her hips, she was not allergic to chicken products, and the her signs and symptoms were not clinically evident upon eval. Based upon these findings, he stated that it was indeterminate to the actual cause of her reaction. As a precautionary measure, she was treated with steroids and benadryl and is doing well. No further incidents were reported.

Manufacturer narrative:
Our medical adviser suggested as follows: since this adverse event occurred a few hrs after supartz injection, and the pt had difficulty breathing after four hrs, it is considered to be hypersensitive reaction to supartz injection, and causal relationship between the event and supartz injection cannot be denied. However, it is difficult to consider the adverse event as allergic reaction to supartz itself because supartz injection was the first time for the pt. The injecting physician gave supartz injection to bilateral knees, but swelling developed one of her knees, so he suspects infection. The pt had steroid injection to her hips the days before, and it is also suspected that she had latent infection preliminarily. The pt reported to have complication of thyroid myalgia. It seems that thyroid myalgia can cause a hypersensitive condition to multiple chemicals. Considering the pt's condition, it is presumable the allergic reaction was caused by injecting procedures-inducible components of bacteria or fungi.